Event description:
This report summarizes one malfunctions. A review of the reported information indicated that model md800j vena cava filter allegedly experienced migration of device component, malpositioning, and perforation. These reports were received from various sources. The malfunction involved patient with no reported consequences. A 63 year old female weighs 117 kgs.

Manufacturer narrative:
H10: of the four reported malfunctions, three were reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdrs 2020394-2019-04325 and 2020394-2019-03600 and the third malfunction MDR will be submitted under emdr 1735686. H10: the lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was not returned for evaluation, however medical records were provided for review. Therefore, the investigation is confirmed for perforation and tilt but is inconclusive for migration of the filter. A definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The devices were not returned for evaluation, for the four events; therefore, the investigation is inconclusive for the experienced migration of device component, malpositioning, and patient-device interaction problems, as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes four malfunction events. A review of the events indicated that model unk meridian allegedly experienced migration of device component, malpositioning, and patient-device interaction problems. These reports were received from various sources. The device was used inside the patient for all four events. The age, weight, gender, and status of the patients were not provided, for all four events.